Event description:
Adverse event(s): "+11 diopters of cylinder by refraction" (vision, impaired); "retinal detachment" (detached retina). Product problem(s): "tilted iol, one haptic in sulcus and one in bag" (dislodged or dislocated [iol (intraocular lens) implant]). A user facility reported that ten years following intraocular lens (iol) implant surgery, the iol was found to be tilted and that the pt had +11.00 diopters of cylinder by refraction (non-corneal astigmatism). It was also reported that following the initial implant surgery (date not specified), the pt had a retinal detachment and a scleral buckle was performed. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 6/7/2010 and 6/22/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4). (B)(4). (B)(4).